Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots was recorded. No battery cap was returned with the pump. A test battery cap was used to complete testing. The test battery cap was able to be fully secured to the pump. During testing, the pump powered on and the display was found to be blank. A test display was inserted and found to function properly. The pump case was removed and no intermittent condition was found to the power circuit. The complaint of the pump losing power was not able to be investigated due to the unrelated blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.